Event description:
It was reported that the product was applied after a laparoscopic procedure of ovarian cyst exeresis in 2005. The patient noticed a cutaneous abscess at the site the following month. Current condition of the patient is unknown. No further information was provided.